Event description:
Event description guidant received information that during a transtelephonic monitoring session, this pacemaker gave a magnet rate that equates to elective replacement near (ern). This device, which has been in service for 16 months and is an off label bi-ventricular implant, did not meet the longevity expections of the physician.